Event description:
Report of suspicious substances was noted on two (2) separate heat-moisture-exchange (hme) filters on two different units. Upon further visual inspection, the suspicion of mold growth on the hme prompted respiratory to seek a further investigation.